Manufacturer narrative:
Unique device identifier (UDI): for type of device: electrosurgical, cutting & coagulation & accessories.

Event description:
During coronary artery bypass grafting and endoscopic vein harvesting, as the surgeon was harvesting the vein, she noted a small plastic piece in the vein and unsure if it came from the harvester. She removed the piece and it was sequestered along with the device. No harm to patient.

Event description:
During coronary artery bypass grafting and endoscopic vein harvesting, as the surgeon was harvesting the vein, she noted a small plastic piece in the vein and unsure if it came from the harvester. She removed the piece and it was sequestered along with the device. No harm to patient.